Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top right case was found cracked. Check syringe plunger sensor was found in pump event history log. Reported problem was able to be duplicated during power up test. The 2 flippers gets stuck whenever the plunger lever was pressed causing the check syringe plunger sensor error alarm. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced left plunger case. Perform maintenance.

Event description:
It was reported that the device was presenting with "check syringe plunger" error. No patient injury was reported.